Manufacturer narrative:
Interrogation of the pump determined it was used to infuse sufentanil 150.0 mcg/ml at 95.54 mcg/day, and bupivacaine 10.mg/ml at 6.370 mg/day. During destructive analysis of the pump, corrosion and wear were found on the internal gears inside of the motor, indicative of a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and failed back surgery syndrome. The pump was prophylactically replaced to avoid in-vivo battery depletion/ due to normal end of service (eos). It was noted that the device was replaced and that there were ¿no problems.¿ the device was returned to the manufacturer for analysis without a complaint. No patient symptoms were reported. It was stated that no patient injury occurred and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study indicated the patient was receiving sufentanil (150.0 mcg/ml at 95.54 mcg/day) and bupivacaine (10.0 mg/ml at 6.370 mg/day) via an implanted pump. It was reported the patient's pump was replaced on (B)(4) 2016. The device diagnosis was pump motor stall (note: this conflicts with the previously reported information that the pump was replaced to avoid in-vivo battery depletion/ due to normal end of service (eos). It was indicated the event was possibly related to the device or therapy and was not related to the implant procedure. No actions were taken and the issue resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.